Event description:
It was reported that bd nexiva nearport tubing balloons. It was reported by the customer that customer power injected at 300psi at a rate of 1.5ml/sec, and the tubing between the nearport and the hub blew out. Verbatim: customer power injected at 300psi at a rate of 1.5ml/sec, and the tubing between the nearport and the hub blew out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Na.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of tubing balloons was confirmed upon inspection of the sample. Analysis of the sample showed that the tubing of the device had swelled. After a review of our manufacturing process there are no instances where this defect could occur. The device specifications state that the maximum pressure allowed is 300psi. According to the information supplied the device was used at a pressure of 300 psi with a rate of 1.5 ml/sec. We have notified our design department of this failure. With the current information provided we cannot determine a root cause for the failure mode. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records could not be reviewed since no batch number was supplied for the investigation. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.